Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 25-apr-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and micro inserts migrated to peritoneal cavity/product migrated. Physician will do a tubal ligation. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, migration (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In the present case, the exact date and mechanism of the event was not reported. Physician mentioned that the micro inserts migrated to peritoneal cavity and a tubal ligation would be performed (it was not clear whether essure would be removed during the procedure). Given the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Physician reported he is doing a tubal because micro inserts migrated to peritoneal cavity (product migrated). Inserted by different physician. Hospitalization was denied. No further information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and micro inserts migrated to peritoneal cavity/product migrated. Physician will do a tubal ligation. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, migration (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In the present case, the exact date and mechanism of the event was not reported. Physician mentioned that the micro inserts migrated to peritoneal cavity and a tubal ligation would be performed (it was not clear whether essure would be removed during the procedure). Given the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident, in a conservative approach, since surgical intervention will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 08-jul-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and micro inserts migrated to peritoneal cavity/product migrated. Physician will do a tubal ligation. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, migration (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In the present case, the exact date and mechanism of the event was not reported. Physician mentioned that the micro inserts migrated to peritoneal cavity and a tubal ligation would be performed (it was not clear whether essure would be removed during the procedure). Given the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.